Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency room evaluation while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic disturbance requiring medical intervention and is consistent with the reported emergency room treatment with IV fluids and same-day discharge without hospital admission. Review of the reported information indicates the user experienced sustained elevated blood glucose levels over several hours prior to presentation and changed infusion set supplies shortly before emergency medical services were contacted, after which blood glucose levels began to improve. No device malfunction was identified based on the available information, and the exact cause of the event could not be conclusively determined. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On 17-dec-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 400 mg/dl. The user was evaluated in the emergency room, treated with IV fluids, and discharged (B)(6) 2025. No long-term health effects were reported.